Event description:
It was reported that when the guidewire was removed from its carrier tube, it was found to be broken. There was no patient contact; therefore, no clinical consequence to the patient.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. The guidewire was received in two sections. The distal segment measured 109cm, and the proximal segment 95cm. The fracture occurred at the hypotube location. Further analysis of the fracture site revealed a bending moment and ductile fatigue which is related to the manner in which the device was handled. No material anomalies were identified. Therefore, a root cause of handling damage has been assigned to this investigation.

Event description:
It was reported that when the guidewire was removed from its carrier tube, it was found to be broken. There was no patient contact; therefore, no clinical consequence to the patient.